Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that during generator replacement surgery for battery end of service, high lead impedance was noted on a system diagnostics test, indicating a possible lead malfunction. Troubleshooting was performed to rule out a connection issue and test the newly implanted generator. The new generator was ruled out and the high impedance was attributed to a possible lead malfunction. The patient had their chest incision closed with the lead and newly implanted 102r generator. Revision surgery is likely to replace the lead. No report of a patient fall or injury preceding the high impedance event. Manufacturer is pending receipt of the explanted products for analysis.